Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 1 of 3. The home patient (hp) stated that they disconnected to use the restroom in drain 1. The technical service representative (tsr) assisted with troubleshooting and ending therapy due to possible exposure to unsterile air. The tsr advised the hp to let their nurse know what happened. The tsr advised the hp to start over with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding reported problem. The pd rn was not aware of the alarm, and will follow up with the patient to make sure everything is in order. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated the alarm was caused by them. The hp stated that the alarm occurred after they disconnected from the machine. The hp stated they did not clamp things off appropriately. The hp stated then without further thought they reconnected to the machine. The hp stated they did start over with new supplies, and they were able to continue therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated that they disconnected to use the restroom in drain 1. The hp stated the alarm was caused by them. The hp stated that the alarm occurred after they disconnected from the machine. The hp stated they did not clamp things off appropriately. The hp stated then without further thought they reconnected to the machine. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.